Event description:
A report was received that the recently implanted patient had a lump at the lead incision site. The patient was experiencing redness and swelling at the site. The physician aspirated the site and the result showed no abnormal growths. The patient was administered oral antibiotics. The patient's symptoms have not yet resolved.

Event description:
A report was received that the recently implanted patient had a lump at the lead incision site. The patient was experiencing redness and swelling at the site. The physician aspirated the site and the result showed no abnormal growths. The patient was administered oral antibiotics. The patient's symptoms have not yet resolved.

Event description:
A report was received that the recently implanted patient had a lump at the lead incision site. The patient was experiencing redness and swelling at the site. The physician aspirated the site and the result showed no abnormal growths. The patient was administered oral antibiotics. The patient's symptoms have not yet resolved.

Manufacturer narrative:
Additional information indicates that the physician believes that the patient's symptoms were device and procedure related.

Manufacturer narrative:
Additional information was received that there has been no further communication between the physician and patient regarding the resolution of the patient's symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-70, serial: (B)(4), description:linear st lead, 70cm it is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the recently implanted patient had a lump at the lead incision site. The patient was experiencing redness and swelling at the site. The physician aspirated the site and the result showed no abnormal growths. The patient was administered oral antibiotics. The patient's symptoms have not yet resolved.